Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced sustained high glucose while using the ilet and began announcing meals as a correction strategy, expressing frustration about being out of range for most of the day. Symptoms included hyperglycemia. Outcomes included elevated glucose with no hospitalization reported. Investigation included troubleshooting and user education regarding appropriate use of meal announcements and correction strategies. Investigation of this case revealed improper use behavior, specifically using meal announcements for correction rather than intended dosing guidance; no device malfunction or component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error.